Event description:
The customer alleges that the seat post broke off and she fell to the floor. The customer sustained a bump on the head and a bruised leg; she visited the ER and was released.

Manufacturer narrative:
Evaluation anticipated but not yet begun. Conclusions - a follow-up report will be submitted upon completion of investigation.